Event description:
Baxter (B)(4) received a report that a 10 ml/hr infusor underinfused during patient use. It was reported that after 24 hours of infusion, half of the solution was remaining uninfused. The device was filled with a solution of 4000 mg ceftriaxone (dbl) in 0.9% sodium chloride. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.